Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.(B)(4)

Event description:
It was reported that customer experienced a keypad anomaly; as a result, customer received a button error which caused customer to be upset and customer smashed insulin pump on the floor; insulin pump cracked. Customer was advised that insulin pump was not safe to use with button error and was advised that insulin pump would need to be replaced. Customer's blood glucose was 57 mg/dl which was treated with orange juice. No further information provided.